Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks for rhythms that diverted after appropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and normal device function based on programming was noted. Programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service.